Event description:
Device malfunction: blunted marker lumen blood flow. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the marker lumen blood flow was blunted. The device was removed and a second proglide was used with the same results, but the suture was deployed and achieved hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.